Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, and one linear opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening striated assessed as surgical damage. A fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.